Event description:
The lens tore while being implanted. The incision was enlarged to remove and replace the lens. No sutures required and the pt is fine.

Manufacturer narrative:
See MDR 1920664-2009-00377 for the delivery device used with this lens.